Manufacturer narrative:
(B)(4).

Event description:
A customer in colombia reported there was an external fluid leakage on the revaclear 400 dialyzer during treatment. Reportedly there were no consequences for the patient.